Event description:
A report received from the user facility stated, during prior to use testing, the endobronchial tube did not completely deflate. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Further investigation efforts for customer reports of the cuff not deflating were completed on 10/24/2014. Investigation results revealed the following: investigation of deflation issues associated with the brochocath products has demonstrated that the polyurethane material of the tracheal cuff may collapse in a non-symmetrical manner during deflation. This may create a seal around the perimeter of the notches in the catheter, which may block the path for air extraction during cuff deflation. Additionally, the investigation has shown that the difficulty associated with cuff deflation is most likely to occur when the tube is bent near the interface between the notch opening and the cuff wall, and when the notched openings are oriented to the outside of the curvature. Information has been added to the database, and trends will continue to be monitored. (B)(4).

Manufacturer narrative:
The covidien failure investigation engineer (fie) evaluated the two endobronchial tubes samples received in an unit carton along with an open unit pack. Visual examination of both units showed that the shape of the tubes had been altered using the stylet wires and the cuffs were stretched over the tracheal cuff notches. Both cuffs were inflated within the parameters set, using the stylet wires contained in the tubes, without any defects or restrictions noted. Both cuffs deflated without any issues. However, it could not be fully deflated. The stylet wires were removed from the tubing, and 7mls of air were removed from one unit, and 6mls from the other. Both products were re-inflated using the parameters set, and it inflated and deflated three times without any issues observed. All of our broncho cath products undergo a four hour inflate/deflate test prior to release from our manufacturing facility, and it is at this stage in the process that any defects are removed from the lot. The reported defect could be duplicated on the returned samples when testing the tubes with the stylet wires in place. However, once the stylet wires were removed, both units were found to function as intended. (B)(4).